Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the threads in the pump battery compartment and on the battery cap were stripped; therefore, the cap kept spinning when the user attempted to secure it to the pump. The pump was also allegedly losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/22/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple unexplained pump reboots. The battery cap threads were observed to be stripped, and the cap could not be used to complete investigation. A test battery cap secured properly to the pump for testing. No damage was observed to the battery compartment.

Manufacturer narrative:
(B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2014.